Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure, the c-arm continued to rotate after the button was released. A field engineer examined the equipment and discovered that the c-arm switches were sticking and that the switch needed to be replaced. The switch was replaced and the unit tested and the system is functioning per the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
On (B)(6) 2024, the customer reported that c-arm would continue to rotate after the control insert switch was released. The field engineer (fe) was dispatched to the customer site found the control insert switches were sticking. The fe replaced the control insert switches to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue did not recur after the control insert switches were replaced. Initial evaluation: the control insert switches were not returned for further investigation. The control inserts were 1,894 days old at the time of replacement. Investigation methods and findings: further investigation could not be performed as the parts were not returned. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with control insert switches. Likely causes for uncommanded motion can include wear and tear due to part age. The control insert switches were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified the failing control and switches were not original to the system therefore, the DHR was not reviewed. System product code: sdm-05000-3d3, serial number: (B)(6), system manufacture date: 3/19/2015. System installation date: (B)(6) 2015. Unique device identified (UDI): (B)(4).